Event description:
(Cc# 97-00722) the doctor was unable to insert the guidewire into the tip of the iab. The iab was not returned to datascope for evaluation. (Event complications: unk - reported 6/27/97.) (Pt's current status: unk - rpt'd 6/27/97.)